Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead. 50cm.

Event description:
A report was received that the patient was experiencing pain after the implant procedure. The lead entered the epidural space causing pain to the patient. The patient underwent a revision wherein the lead was taken out, put back in and was relocated. The patient did well post-operatively.